Event description:
Patient reports treatment at hospital for hyperglycemia. User error likely caused event. Pump inspected and returned to customer.

Event description:
Pr reports treatment at hosp for hyperglycemia. User error likely caused event.